Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the standalone inverter board failed. Replaced board, fuses and solid state relay. The parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to fully boot up. It was reported that the system pendant displayed "initializing, please wait" and would not advance to a "ready" status. The status of the motion controls was displayed as "ready", but the generator status was not. It was also reported that the mobile view station (mvs) displayed "connected, not ready". The system was rebooted multiple times without resolution. The use of the navigation system was discontinued after a reported delay of 20 minutes. The procedure was completed successfully with the use of a c-arm. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect standalone inverter board confirm the reported problem. Board failed visual inspection and shows component r21 is electrically overstressed. The relay failed bench testing show a short between pin 1 and 2. The reported issue was confirmed to be caused by physical damage.

Manufacturer narrative:
Patient information now provided.